Event description:
It was reported that while the patient was in the pre-op area, the physician advanced the catheter over the spring wire guide (swg) in the patient's internal jugular. He was unable to remove the swg and so removed the entire catheter with the swg and discovered the swg had frayed at the tip. There were no reported patient complications, injuries, or delay in treatment. Additional information received from the sales representative on (B)(6) 2010 stated that the physician was able to remove the swg in its entirety.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.